Event description:
It was reported via medwatch "on (B)(6), 2 huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on 1/14/20. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section." This report addresses the second of two devices.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "on (B)(6) , 2 huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on (B)(6) 2020. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section." This report addresses the second of two devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "on (B)(6), 2 huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on (B)(6) 2020. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section."